Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional implanted clip is filed under a separate medwatch report.

Event description:
This is filed to report the clip caught on the leaflet. It was reported that the patient underwent a mitraclip procedure in (B)(6) 2021 to treat mitral regurgitation (mr). One clip was successfully implanted reducing the mr. On (B)(6) 2022, the patient underwent an additional procedure to treat mr with a grade of 4+. The implanted clip was stable; however, it is believed it was on the chords as it did not appear to be sitting great and the mr increased through the clip. During the procedure it was noted that the transseptal puncture was suboptimal as it was too low, and imaging was difficult due to the position of the first clip. Due to the low transseptal puncture, the physician steered the clip delivery system (cds) into the ventricle sooner than expected and the clip got caught on the posterior leaflet. Standard troubleshooting was performed, and the clip was freed with no tissue damage noted. The clip was implanted and stable on both leaflets, reducing the final mr to a grade 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported poor image resolution, difficult or delayed positioning due to a suboptimal transseptal puncture and clip becoming caught on the posterior leaflet appear to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a